Manufacturer narrative:
No medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the pulse generator exhibited premature elective replacement indicator and high battery impedance. The device was explanted and replaced.